Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer was unable to charge the pump. Using the tandem-provided usb charging cable and wall adapter, leading to the pump shutting off. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump, using an alternate wall adapter and usb cable. The customer¿s blood glucose (bg) level was displayed as ¿high¿. However, a specific value was not provided. Customer delivered a bolus via the pump to address bg level.